Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 468 mg/dl. The customer stated that she felt like she was coming down with something that may have contributed to her high blood glucose levels. The customer also stated that she removed the infusion set and the cannula was bent. Troubleshooting was performed and the insulin pump was programmed correctly. Nothing further was reported.